Manufacturer narrative:
The hospital replaced the display. No report of patient involvement.

Event description:
The hospital reported the unit displayed an ec02 error. There was no report of patient involvement.